Event description:
It was reported that during preparation, the device experienced a low energy malfunction as the energy was over 50 percent lower than requested. No courtesy message was displayed, and coolant leakage was observed from the second cavity. No patient involved. Additionally, during the holep surgery, the physician complained that the tissue was not cutting properly using the standard settings.